Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as red, raised, burning and broken skin with blisters. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch due to the wound. The outcome of the wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.